Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.